Manufacturer narrative:
H4: the lot was manufactured between july 16, 2019 to july 17, 2019. H10: four (4) actual samples and four (4) photographs were received for evaluation. Visual inspection of the four actual samples did not identify any abnormalities that could have contributed to the reported condition. A magnified inspection was performed on all four actual samples with no issues noted. Functional testing was not performed for this complaint. The photographs were visually inspected and white particulate matter (pm) was observed on the fill port connector.the reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a white foreign material found in four (4) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The events occurred during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.